Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received recurring insulin flow block alarm and labelling on insulin pump back was erased. The customer reported no adverse event. The event involved product(s) mmt-243a, mmt-1880, mmt-332a. Troubleshooting was performed and customer reported recurring insulin flow blocked alarms after troubleshooting and declines to troubleshoot. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1880 will be returned for analysis. The products mmt-243a, mmt-332a will not be returned for analysis.

Manufacturer narrative:
The pump was received with a serial number label fading. The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 05-nov-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 04-nov-2025 and 05-nov-2025 during bolus/basal/prime deliveries. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.90 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Cosmetic damage was confirmed at the serial number label of the pump during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.